Event description:
Pt was found unresponsive sitting at the side of the bed with their head facing foward, and looked between the upper left side rail and the speciality accumatt mattress. The pt was diagnosed with anoxic encephalopathy. The medical examiner reported the death due to positional asphyxia: cause undetermined. It cannot be determined if this event was accidental or intentional.